Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the patient experienced discomfort, headache, chronic pain along with non-auditory sensations at the implant site. It was also reported that the patient was a non-user. Subsequently, the device was electively explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.